Manufacturer narrative:
The analysis indicated that the output circuitry of the device was damaged. The cause is believed to be due to a lead anomaly. The damage was consistent with an rv to svc lead electrode short during high voltage therapy delivery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that upon interrogation there were alerts for possible output circuit damage and hv lead impedance too low. Noise was also observed on the ventricular lead, which caused the device to deliver high voltage therapy. The device was explanted.